Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, a mid-session reactivation prompt occured. It was determined the issue was related to the mobile application. No additional patient or event information is available. No data was provided for evaluation. The complaint confirmation could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a mid-session reactivation prompt occurred. Data was received but does not reflect full investigation window. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.